Event description:
A patient experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 167 mg/dl vs. 126. Tests were done within 11-20 minutes with a difference of 48%. Patient did not experience any adverse events.